Manufacturer narrative:
The event reports an opinion and not a complaint. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update: dr (B)(6) is requesting we make head trials without an equator ring or an internal o-ring. Dr (B)(6) tells me that with the internal o-ring inside the taper junction, the trials slips off too easily, and he would like them to stick to the trunion during a trial reduction better. In addition, dr (B)(6) feels the equator ring could dig into the poly insert during a trial reduction, causing a deformation on the implant. To my knowledge, there has not been an adverse event due to the current instruments. In older hip systems, the trials were very similar to what he is requesting stryker to manufacture.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown standard v40 36 mm head trials.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per specialty instrument request review, surgeon complains "trial falls off and could catch the liner during trialing".